Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. The test guardian link and the test blood glucose meter communicates properly to the device. Device programmed with multiple sensor glucose value and all registered properly in the summary history noted. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. Additional information about emergency room visit has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer was visited to the emergency room due to high blood glucose on (B)(6) 2020 with the blood glucose of 650 mg/dl. It was reported that the auto mode was active at the time of event. It was stated that customer gave herself 13 unit with insulin pump and healthcare professional gave intravenous fluids but no insulin. Healthcare professional stated that customer¿s blood glucose has come down 200 points in the last hour.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer was at emergency and her doctor called due to high blood glucose level. Customer's blood glucose level was 600 mg/dl. Customer had difficulty in breathing. Customer stated that the insulin delivery was not suspended due to sensor glucose and blood glucose difference. It was unknown whether the customer was using auto mode or not. Troubleshooting was declined. The insulin pump will be returned for analysis.